Event description:
Balloon came off tip of device intraoperatively. Upon placing dye and heparinized saline in balloon to inflate, a leak was present and dye was leaking into the artery. Balloon was deflated and device was pulled back which is when the balloon came off the device. Balloon was retrieved from the pt.